Event description:
User alleges that a level 1 h-250 fluid warning system infuser was primed with 2 liters of IV fluids - these were administered to the patient. Another 2 liters of fluid were hung - the patient became unstable and a decision was made to administer blood products. The previously hung IV fluids were disconnected and 2 units of packed red blood cells administered under pressure. At the completion of the blood products, it is understood the previously spiked IV fluid bags were reconnected and a gravity feed commenced. At some stage, these bags were pressurized and administered. The patient's condition continued to deteriorate and all resuscitation efforts were unsuccessful. The patient died.

Manufacturer narrative:
Evaluation: smiths medical has been informed that the sample of the administration set involved and a copy of the facilities investigation report in the event: will not be made available. Smiths medical has again requested to be provided with additional information surrounding this event in order to perform a thorough investigation. It is unclear to smiths medical- what the facility is attributing as being the issue (root cause) for this event, and how our device may have contributed to the outcome. Without the return of the actual sample and/or a lot number of the device provided, and without the facilities investigation report for this event, we are unable to perform a more complete investigation. If further information is received other than what has already been reported, smiths medical will conduct an investigation and a follow up report will be filed.